Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: ¿it was reported that, during a thr surgery, a polarcup handle adapt. 28mm trial insert broke outside the patient and no pieces fell inside. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem. The complaint devices, used in treatment, were not returned for investigation hence the reported issue could not be confirmed. A complaint history review was performed. The production documentation could not be reviewed since the lot number was not provided. A relationship between the reported event and the device cannot be confirmed. Based on the performed investigations and the available information, the reported failure mode could not be confirmed, and it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. No probable cause can be determined. Normal wear and tear through repeated use is known to contribute to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. No further actions are deemed necessary. Should additional information become available, the investigation will be reassessed. This version of the device will be monitored for similar issues. This investigation is considered closed.¿

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a thr surgery, a polarcup handle adapt. 28 mm trial insert broke outside the patient and no pieces fell inside. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.